Event description:
On (B)(6) 2014 at the (B)(6) it was reported that when the rotaflow console serial number (B)(4) was running at 2200 rpm and a lpm of 0.6, the flow rate would intermittently go below the 'low flow rate limit' which was set to 0.4 lpm. The flow rate reading varied from 1 lpm to 0 lpm causing the low flow rate alarm to activate. The user measured the flow rate with 2 other flow measurement devices and those showed a steady flow of 0.6 lpm. The rotaflow drive and console were both replaced during the procedure. Reference complaint (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu technician and the reported symptom could not be reproduced. Reference complaint (B)(4).